Manufacturer narrative:
Additional information: b5, g3, h2, h6.

Event description:
Following a persistent atrial fibrillation ablation procedure, the patient experienced chest pain two days later and a pericardial effusion was diagnosed via echocardiogram. The event was resolved without sequelae. Treatment included medication administration/adjustment. There were no performance issues with the device. Additional information was attempted to be gathered but was unsuccessful.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
Following the procedure, the patient experienced chest pain two days later and a pericardial effusion was also noted. The event was resolved without sequelae. Treatment included medication administration/adjustment. Additional information was attempted to be gathered, but was unsuccessful.